Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk click tampon came apart upon removal and tampon pieces remained inside of her. She has not seen medical, but states she will need to seek medical due to a possible infection from the tampon pieces remaining inside of her.